Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by nausea, vomiting, abdominal pain and cloudy effluent. Eight days after experiencing peritonitis, the patient was hospitalized. The same day, the patient was treated with unknown antibiotics intraperitoneally (ip).the cause of the peritonitis was unknown. The caretaker reported there was condensation found on the minicap packaging; this was not medically confirmed. Four days after admission, the patient was discharged. It was reported the patient will be retrained on aseptic technique. It was reported the patient recovered from the peritonitis event the day after hospital discharge. No additional information is available. This is report 3 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number gd895953 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).